Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user was unable to drain water after injecting sterile distilled water into the foley catheter during a pretest in the operating room. As per information mentioned in the internal bd comments on (B)(6) 2023, stated that the balloon was returned partially inflated. No abnormalities could be confirmed in other areas. They cut the inlet tube and discarded the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user was unable to drain water after injecting sterile distilled water into the foley catheter during a pretest in the operating room. As per information mentioned in the internal bd comments on (B)(6) 2023, stated that the balloon was returned partially inflated. No abnormalities could be confirmed in other areas. They cut the inlet tube and discarded the bag.